Event description:
The customer reported "leaking disinfectant." They did not open up the machine to confirm where it was leaking from. The customer stated that there were no physical symptoms reported. The asp field service engineer (fse) repaired the unit.

Manufacturer narrative:
Other, disinfectant leaking from unit, capital equipment, evaluated at customer site. The field service engineer (fse) found unit with connection out of alignment resulting in leaking opa from tank. The fse adjusted connection and tested unit. The unit is found to meet specifications.